Event description:
It was reported that the pin caused sepsis in the pt. The customer has not provided the specific details regarding this event. No further information could be obtained from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation. No further information could be obtained from the customer. Based on previous evaluations, infection cases are usually hospital acquired, not a product related issue. A definitive conclusion, however, could not be determined from this event.